Manufacturer narrative:
Article citation: cordiero, peter g, ghione, paola, ni, andy et al. Risk of breast implant associated anaplastic large cell lymphoma (bia-alcl) in a cohort of 3546 women prospectively followed long term after reconstruction with textured breast implants. Jpras. 2019; 841-846. The events of exposure, seroma - late, capsular contracture, lymphadenopathy, infection (unknown onset) and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exposure, seroma - late, capsular contracture, baker grade unknown, lymphadenopathy, infection (unknown onset) and cellulitis.

Event description:
Through journal article ¿risk of breast implant associated anaplastic large cell lymphoma (bia-alcl) in a cohort of 3546 women prospectively followed long term after reconstruction with textured breast implants¿ authors report late seroma, mass, lymphadenopathy, infections, cellulitis, hematomas, exposure, rupture, and capsular contracture, baker grade unknown. The following events have been deemed not related to the device, breast cancer and flap necrosis. As information was received in aggregate the affected side and device status are unknown.